Event description:
During testing at the user facility, it was noted that the device door roller pin was broken off. The device was returned to the biomedical department with a report of an e380 (plunger failure) error code. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was broken and the door roller pin was broken off. Additionally during testing, an e380 (plunger failure) error code was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.